Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, the device setscrew for the atrial lead would not engage the screw driver despite multiple attempts. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.